Event description:
Patient dob and device info was received. The patient's settings were received. Tablet data is reportedly unable to be found. A replacement surgery has not yet been planned. Longevity tables were reviewed and based on the longevity table estimate, the battery has depleted prematurely by approximately 3 months. Note that longevity table estimates do not account for interrogations and magnet swipes which will decrease battery longevity. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's device has depleted prematurely. It had been implanted for 3 years and 5 months and is currently disabled due to being at end of service. Previous settings and programming history are unknown. Device history records were reviewed and the generator was seen to pass all functional and quality testing prior to distribution. No other relevant information has been received to date.